Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device trigger was sticky. It was reported in the service order that the device had an undetermined allegation. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition. Leakage test using bubble emission technique. Check for sticky triggers. Check roundness of housing. Check falling out protection. During the service evaluation the following failures were identified: internal finding: leak tightness test failure. Visual: cracked/damaged housing. Functional: sticky trigger. Visual: component damaged. Conclusion: failure reported is confirmed. Root cause: improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device according to se_113221_ay. The following steps failed: section 10: general condition. Section 30: leakage test using bubble emission technique. Section 70: check for sticky triggers. Section 80: check roundness of housing. Section 90: check falling out protection. During service/repair the following was observed (technician note): kv approval received! During the service evaluation the following failures were identified: internal finding : leak tightness test failure. Visual : component damaged. Functional : sticky trigger. Conclusion: failure reported is confirmed. Root cause: improper maintenance. Device history review. No manufacturing record evaluation required as no manufacturer or service related issue found.